Event description:
Additional information received reported that the patient¿s revision was scheduled for (B)(6) 2013. It was later reported that the patient had experienced intermittent stimulation. The lead appeared to be fractured at the location of the anchoring suture, which had been applied directly to the lead in a "finger trap" method. The lead was explanted and replaced and it was reported that there were no patient symptoms or complications. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead found that the conductors in the lead body were broken. Overstress and damage were noted. All conductors were broken at the location of the anchoring suture, which was applied directly to the lead 40 cm from the proximal end. The outer insulation was pinched, suspected to be at the suture site.

Event description:
It was reported that the patient was not receiving effective therapeutic stimulation due to high impedance. It was noted all electrodes tested were >10,000 ohms. A revision was being scheduled but there was no date set. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.